Manufacturer narrative:
The investigation determined that multiple, nonreproducible vitros amon quality control results were obtained on a vitros 250 chemistry system. An ocd field engineer performed service actions to return the vitros 250 instrument to acceptable performance. The root cause of this event is most likely instrument related. There was no evidence that a reagent issue contributed to the event.

Event description:
The customer obtained multiple, nonreproducible vitros amon quality control results on a vitros 250 chemistry system. The following results were obtained for vitros amon using vitros lpv: qc lot b1408 = 135, 154, 153, 144, 147, 148, 150, 154, 139, 152, 152, 151 vs. An expected result = 195.5 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No vitros amon patient results were questioned. There was no report of patient harm as a result of this event. (B)(4).